Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that electric pen drive device failed ¿step #60¿ and testing could not be completed. It was further reported that when the lock slide was checked manually in every position, the device automatically ran when the forward/reverse was checked, even without the hand switch attached. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device automatically ran when checking forward/reverse, even without the handswitch. Therefore testing could not be completed. It was further observed that there was corrosion on the electronic control unit. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.